Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 459 and 216 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen pantry. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (unable to verify time): 244mg/dl 06/08/2017 12:00:00 pm fasting:yes 155mg/dl n/a 12:00:00 pm fasting: yes; 111mg/dl n/a 12:00:00 pm fasting: yes; 216mg/dl (B)(6) 2017 09:37:00 pm fasting: yes; 459mg/dl (B)(6) 2017 09:34:00 pm fasting: yes. Memory concerns: 459mg/dl, 216mg/dl. Unable to verify time in memory.